Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the balloon material, thereby confirming the reported event of balloon leak. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, the technique used by the physician, the interaction between the device and the scope, and normal procedural difficulties encountered during the procedure that could have possible affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the device was pre-inflated.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons and a cre pro wiregided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloons and a cre pro wiregided dilatation balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that all the three balloons were leaking. Reportedly, the cre balloon was tested prior to use inside the patient. The procedure was completed with another cre pro wiregided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.